Event description:
Received information the patient experienced a loss of therapeutic effect. The device was explanted and not replaced. No patient death was reported. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.